Manufacturer narrative:
Review of manufacturing history found no evidence of product nonconformance and indicates product likely left the manufacturer conforming to print. Evaluation of returned product reveals one frayed anchor and another knotted and fractured. Most likely root cause of the event is improper alignment of the device with the drilled hole; however, a conclusive root cause cannot be determined with the available information. There are warnings in the package insert that these types of events can occur. Under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." Under possible adverse effects, number 2 states, "bending or fracture of the implant."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02069 / 02070).

Event description:
During a cultivation cartilage transplant procedure, two anchors pulled out of the patient's bone. New anchors were used to complete the procedure without delay. No new holes were drilled.